Event description:
Reporter stated that patient's inr result with device was 5.1 (fingerstick) and 4.9 (butterfly, venous collection); lab inr for this patient was 3.9. Treatment received was not specified.